Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensed noise which resulted in pacing inhibition for approximately 2.5 seconds. The patient is pacer dependent however no symptoms were reported. Noise was able to be recreated in clinic and reprogramming to bipolar was recommended. No adverse patient effects were reported.